Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that resulted in third party intervention. Bg value was not provided. Cause of bg was not known. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.